Event description:
The report stated that the ligasure axs handpiece was used for removal of the glandula prostatica. The device only worked successfully for the first sealing cycle. The surgeon used another ligasure axs to complete the procedure. There was no pt injury. The ligasure axs was in use with a ligasure system generator set at 2 bars of power.

Manufacturer narrative:
Date of initial report; may 8, 2008. To date the incident sample has not been received for eval. Additional questions have also been asked of the customer. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.